Manufacturer narrative:
(B)(4). Date sent: 12/8/2023. D4: batch # 557c96. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 557c96, and no non-conformances were identified. Additional information was requested and the following was obtained: what is their unloading technique? Wrapping fingers around the articulation joint and pushing the load out with the thumb.

Event description:
It was reported that during a laparoscopic nephrectomy after 2 firings of cartridge, the third load would not load into the device more than 2/3 of the way as second load was tried with the same result. After a few attempts, the device was swished again and the home button was pressed. Loading was again attempted unsuccessfully. The device was again swished vigorously for the third time and the home button pressed again. Another unsuccessful attempt was made to load the device, at which point another ech45s was opened. Both of the previously attempted loads were easily loaded into the second device. There were no patient consequences.